Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the brachial artery. The 90% stenosed lesion being treated was located in the mildly calcified and moderately tortuous right coronary artery. The 3.0x12mm nc quantum apex monorail balloon catheter was advanced to the target lesion for pre-dilatation when the balloon ruptured at 17 atm on the initial inflation. The procedure was complete with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received with the original product shelf carton. There was dried blood contrast in the balloon and wire lumen. The device was inflated to rated burst pressure (rbp) which revealed a pinhole on the distal end of the balloon centered over the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The corewire/shaft was kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the brachial artery. The 90% stenosed lesion being treated was located in the mildly calcified and moderately tortuous right coronary artery. The 3.0x12mm nc quantum apex monorail balloon catheter was advanced to the target lesion for pre-dilatation when the balloon ruptured at 17 atm on the initial inflation. The procedure was complete with a different device. There were no patient complications reported and the patient status was good.